Manufacturer narrative:
The unit passed functional tests including the displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. The unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm or battery out limit alarm or blank display was noted. The unit was received with a corroded battery tube, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that his insulin pump had frequent low battery alerts. The device also alarmed failed battery test. The patient's device had a blank display as well. The patient's blood glucose at the time of the blank display was 407 mg/dl. The customer treated via manual insulin injection. Troubleshooting was unable to resolve the blank display anomaly. The insulin pump was returned for analysis.